Event description:
The customer observed a non-reproducible higher than expected vitros crea result (4.57 mg/dl) for a single patient sample run on the vitros 5,1 fs chemistry system. The higher than expected vitros crea result was initially reported out of the laboratory, and the result was later questioned by a physician. To investigate the initial vitros crea result, the patient was sent for an ultrasound and workup by a nephrologist. Based on this additional diagnostic testing as well as repeat testing of the same sample, the expected vitros crea result (1.08 mg/dl) was determined. A corrected report was issued for the patient in question based on the repeat testing. The patient in question had a pre-existing diagnosis of chronic lymphocytic leukemia and was scheduled to receive a stem cell (bone marrow) transplant. The customer stated that based in part on the higher than expected vitros crea result initially reported, the patient decided to postpone the planned stem cell transplant after already receiving the chemotherapy drug fludarabine. It is presumed that there were additional factors beyond the crea result alone that influenced the patient¿s decision to postpone the treatment, although this could not be confirmed. It is unknown at this time if the stem cell transplant was completed at a later date. The potential for patient harm in this scenario due to postponing the stem cell transplant cannot be ruled out. However, there was no report of actual harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros crea result was obtained for a single patient sample run on the vitros 5,1 fs chemistry system. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was operating outside of expectations at the time of the event. Service actions were recommended to investigate current instrument performance. However, the customer declined any service actions as they were in the process of retiring the affected vitros 5,1 fs chemistry system. The investigation found no evidence of a vitros crea reagent malfunction as quality control and precision test results demonstrated typical within-laboratory and within-run performance at the time of the event. Furthermore, the investigation determined that the patient sample in question was not centrifuged per the tube manufacturer¿s recommendations. The root cause of this event is most likely instrument related. However, this could not be definitively confirmed because the customer declined recommended service actions. In addition, improper pre-analytical sample processing cannot be ruled out as an additional contributing factor for the event.